Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh and ams miniarc were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to recurrence of prolapse and mesh extrusion. It was reported that during this surgery a mesh patch was implanted to correct pelvic organ prolapse. It was reported that the patient underwent mesh revision on (B)(6) 2011 due to recurrence of stress urinary incontinence due to failed sling (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-00980. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and stress urinary incontinence and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and had a revision of the mesh due to recurrence of prolapse and extrusion and a mesh patch was implanted due to pelvic organ prolapse. On (B)(6) 2011, a revision was performed due to recurrence of incontinence due to failed sling. It was also reported that following insertion of the mesh, the patient experienced urinary problems and recurrence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.